Manufacturer narrative:
Block b3: the exact date of the event was not reported. The retrospective study date of june 1, 2019, is used for the estimated date of event between june 2019 and may 2024. Block d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we were unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: senlin hou; lichao zhang; jiao tian; yaoting li; tingting yu; wei zhang, haiming du, yankun hou. "The risk factors of bleeding after eus-guided transmural drainage of pancreatic fluid collections: a single-center experience in china" department of biliopancreatic endoscopic surgery, the second hospital of hebei medical university, shijazhuang, hebei, china, frontiers in medicine (lausanne). 2025 jul 30:12:1626767, https://doi.org/10.5946/ce.2022.213. Block h6: imdrf patient code e0506 captures the reportable event of a hemorrhage/blood loss/bleeding. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f2202 captures the reportable event of endoscopic procedure. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization.

Event description:
Boston scientific corporation became aware of an event involving a jagwire through the article titled, "the risk factors of bleeding after eus-guided transmural drainage of pancreatic fluid collections: a single-center experience in china", by selhin et al. Per the article, between june 2019 and may 2024, a total of 181 patients with peripancreatic fluid collections underwent endoscopic ultrasound (eus)-guided transmural drainage, in which a jagwire was utilized to facilitate navigation to the target site. Post-procedural bleeding occurred in 14 patients. Of these, seven were managed with conservative therapy to achieve hemostasis, two were treated with endoscopic placement of a self-expandable partially covered metal stent, three underwent endoscopic hemostasis using a clamp, and two required vascular embolization. Patients were infused with suspended red blood cells and rehydration were done to address the bleeding. Please see the reference article for full details.